Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received patient was admitted on 26dec2018 for a gi bleed with hemoglobin level of 6.0 g/dl when previously it was 4.7 g/dl. The patient received 2 units of packed red blood cells. The patient denied any issues with bleeding and or black or tarry stools, nosebleeds, or any other unusual signs of bleeding. The gi bleed was not confirmed. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 and showed the esophagus was normal. Gastric antral vascular ectasia (gave) was noted but no areas were oozing. No gastric or duodenal arteriovenous malformations were noted. The patient's hemoglobin remained stable and gi recommended a follow up for a double balloon endoscopy.

Manufacturer narrative:
Approximate age of device- 5 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient was admitted with a gastrointestinal bleed. Additional information was requested but not provided.